Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. The controller exchange is covered under MFR# 2916596-2022-12646.

Event description:
It was reported that the patient experienced pump off events and controller clock not set events. The pump off was noted upon interrogation from (B)(6) 2022 along with controller clock not set and pump parameters of 0. The patient denied having any issues or alarms. The log file review found that the system controller was connected on 26may2022 and that the pump off event occurred prior to pump connection. Once the pump was connected to the controller, the pump speed was increased to the set speed of 5800 rpms. After speaking with the patient¿s family, it was determined that the patient did perform a system controller exchange and that this was done intentionally by the patient but it was not reported to the clinic staff. The patient was reportedly asymptomatic during this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump reset event that appears consistent with the reported controller exchange. Such an event will result in a pump stop. It was reported that a pump off was noted on 26may2022 along with controller clock not set alarms. The patient denied any issues and was asymptomatic. It was later reported by the account that the patient intentionally performed a controller exchange without reporting it due to low voltage/power advisory alarms. The patient was to be re-educated on this matter. The submitted system controller event log file confirmed that the pump was not connected to the patient's backup controller until 26may2022; however, controller clock corrupt alarms were active during the timestamps with this date, indicating that the clock was incorrectly set. The submitted left ventricular assist device (lvad) event log file confirms a pump reset event which appears consistent with the reported controller exchange on 27jul2022. The clock was set to the default timestamps following the reset until it was ultimately reset to 28jul2022, and the exact time of the controller exchange and associated pump stop could not be confirmed through this evaluation. The pump appeared to have operated as intended before and after the pump reset. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the patient handbook are both currently available. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. The IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient handbook explains all system controller alarms and the proper actions associated with them. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. No further information was provided. The manufacturer is closing the file on this event.